Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if dianeal therapy was ongoing up until the time of death and it was not reported if the patient was using a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was unknown and it was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient passed away. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.